Event description:
The customer reported that after completing the laparoscopic portion of the hysterectomy, the device was laid on pt. The pt's legs were then raised to prep the pt for the vaginal part of the procedure. After prepping, they found a small blister on the pt. The or educator stated that he suspected the burn may have been caused by a light cord, not the device. No further info was available from the site.

Manufacturer narrative:
(B) (4). (B) (4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.